Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.